Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cord does not always fit into pump to charge it. Customer stated pump will charge when cord is in correctly. There was no reported adverse impact to customer's blood glucose level. Additional information was not provided. The customer declined further troubleshooting with tandem technical support.